Manufacturer narrative:
Product complaint # ==> (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2017 and topical skin adhesive was used. It was noticed when trying to squeeze out the adhesive fluid from the applicator that there was a broken piece of the glass ampoule protruding from the applicator. No one was hurt by this event. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual sample was returned for evaluation. During evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿